Event description:
Following the interventional procedure, the physician closed the arteriotomy with the closer tsl 6 fr. Device. Later that day, the pt developed a retroperitoneal bleed and had to be taken to surgery where 300 ccs of blood was removed. The vascular surgeon stated that the artery was splayed open somewhat and the knot was about 1/4 inch above the arteriotomy in the inguinal ligament. The perclose rep stated that the physician did perform a femoral angiogram prior to using the closer, and that the physician's technique appeared to be correct at all steps in the procedure.